Manufacturer narrative:
Turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set (B)(4). The event is currently under investigation.

Event description:
The (B)(6) female patient had a PICC line in place for long duration of 14 days to administer IV antibiotic therapy. It was reported the line fractured was and leaking between the hub and the clear flexible tubing. . The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the respiratory team had planned to have the IV in place for another week of therapy, however, the patient was converted to oral antibiotics instead of inserting a new PICC line. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. Investigation - evaluation: a review of the complaint specifications and trends of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
The (B)(6) female patient had a PICC line in place for long duration of 14 days to administer IV antibiotic therapy. It was reported the line fractured was and leaking between the hub and the clear flexible tubing. . The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the respiratory team had planned to have the IV in place for another week of therapy, however, the patient was converted to oral antibiotics instead of inserting a new PICC line. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.